Event description:
As reported, after fully depressing the plug deployment button and completely withdrawing a 5f exoseal vascular closure device (vcd), the plug could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft, making closure impossible. Additionally, the indicator wire was still visible when the device was removed. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used. A non-cordis sheath was used. Suitability of the femoral artery was confirmed by angiography, and the vessel diameter was verified to be at least 5 mm. No visible calcium, plaque, stents, or >50% stenosis were present at or near the puncture site. The access site had not been closed with any device or manual compression in the 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and the exoseal vcd was removed with the vascular sheath introducer as a single unit 1¿2 seconds after button deployment. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after fully depressing the plug deployment button and completely withdrawing a 5f exoseal vascular closure device (vcd), the plug could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft, making closure impossible. Additionally, the indicator wire was still visible when the device was removed. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used. A non-cordis sheath was used. Suitability of the femoral artery was confirmed by angiography, and the vessel diameter was verified to be at least 5 mm. No visible calcium, plaque, stents, or >50% stenosis were present at or near the puncture site. The access site had not been closed with any device or manual compression in the 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and the exoseal vcd was removed with the vascular sheath introducer as a single unit 1¿2 seconds after button deployment. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after fully depressing the plug deployment button and completely withdrawing a 5f exoseal vascular closure device (vcd), the plug could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft, making closure impossible. Additionally, the indicator wire was still visible when the device was removed. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used. A non-cordis sheath was used. Suitability of the femoral artery was confirmed by angiography, and the vessel diameter was verified to be at least 5 mm. No visible calcium, plaque, stents, or >50% stenosis were present at or near the puncture site. The access site had not been closed with any device or manual compression in the 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and the exoseal vcd was removed with the vascular sheath introducer as a single unit 1¿2 seconds after button deployment. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18318835 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ and ¿indicator wire unable to retract¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, after fully depressing the plug deployment button and completely withdrawing a 5f exoseal vascular closure device (vcd), the plug could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft, making closure impossible. Additionally, the indicator wire was still visible when the device was removed. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used. A non-cordis sheath was used. Suitability of the femoral artery was confirmed by angiography, and the vessel diameter was verified to be at least 5 mm. No visible calcium, plaque, stents, or >50% stenosis were present at or near the puncture site. The access site had not been closed with any device or manual compression in the 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and the exoseal vcd was removed with the vascular sheath introducer as a single unit 1¿2 seconds after button deployment. The device was not returned as expected.